Manufacturer narrative:
On 10/18/18, it was reported to mentor that the device history record (DHR) of lot number 215066 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor siltex contour profile moderate 275cc , lot number 229258 , catalog number 3542912. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a saline mentor siltex contour profile moderate 275cc and experienced ptosis and deflation on the right breast implant, and a bilateral capsular contracture baker grade I. As a result, the patient had undergone explantation on (B)(6)2018. The patient had not been hospitalized. This medwatch is for the left breast implant.